Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst commented, "visual inspection was performed for the entire lead length and no foreign material was observed. Even though the lead tip lightly bent, the lead is still passed through the 9 french introducer without obstruction."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that two separate right ventricular (rv) leads were opened but not used as it was reported that each had the presence of unknown foreign material on the lead body. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.